Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that they had a stroke in may of this year, and since then they noticed the therapy was not adequately controlling their tremors in their neck and hand. The patient thought the stroke might have messed up the ins, so they met with manufacturing representative (rep) and the rep adjusted the therapy settings. The rep advised the patient to wait a few weeks to see if the adjustment helped, but the patient said they were still having neck tremors. The patient indicated that they tried to adjust the therapy settings themselves within the prescribed parameters, but they continued to have the neck tremors. Rtg0920637 (con): information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that they had a stroke in may of this year, and since then they noticed the therapy was not adequately controlling their tremors in their neck and hand. The patient thought the stroke might have messed up the ins, so they met with manufacturing representative (rep) and the rep adjusted the therapy settings. The rep advised the patient to wait a few weeks to see if the adjustment helped, but the patient said they were still having neck tremors. The patient indicated that they tried to adjust the therapy settings themselves within the prescribed parameters, but they continued to have the neck tremors.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.